Event description:
It was reported by the customer that a pyxis medstation es system comm sled was failed. The customer added that this malfunction occurred when trying to issue a medication to a patient and there was a slight delay in dispensing workflow. The customer indicated that they were able to retrieve the medication from another machine. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station showed off bus was failure for refrigerator. A field service engineer replaced the pyxibus cable and the comm sled to resolve this issue. Preventative maintenance has performed. The system functioned as intended after field service engineer troubleshoot the device.